Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field and technical services indicate lead damage is suspected to have contributed to the event.

Event description:
During a follow-up, noise causing inappropriate low voltage therapy on the right ventricular lead (rv) was noted due to suspected lead damage. No further intervention was performed at this time. The patient was stable with no adverse consequences. Further information was requested but never received.

Event description:
The lead was explanted and replaced. Further information was requested but never received.